Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure snugness was felt when advancing the rx rocket over another co's guide wire before entering the pt. Upon removal of the balloon catheter from the guide wire, it was noted that balloon catheter tip separation had occurred. Reportedly no pt injury was associated with this event.